Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve was placed at a 3 mm depth on the non-coronary cusp (ncc). Upon release of the second tab, the valve dislodged up to -1 mm. It was reported that the valve was released slowly, one tab at a time. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted in a slightly lower position. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.